Event description:
It was reported, "customer was using fenestrated grasper during a bowel resection procedure. Tissue was sucked into the apex of our fenestrated grasper and when the grasper were opened/closed it caused damage to the bowel. There was no major delay to the procedure, the damage was sutured and the procedure completed as expected."

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. It is anticipated that a picture of the device during the event will be sent by the end-user facility; however, the photo has not been received to date.on completion of the quality engineering evaluation a supplemental report will be filed. (B)(4): no returned to manufacturer

Manufacturer narrative:
Detachatip multi-use instruments are provided in a variety of shaft configurations: scissors, graspers, dissectors, and various handle configurations. The suspect device is a multi-use laparoscopic fenestrated duckbill grasper intended to grasp tissue in a variety of endoscopic procedures. The DHR/lhr, device history record/lot history record, review was not accomplished as the device lot number was not made available. The complaint device has not been returned to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device; therefore, this complaint is considered inconclusive. It was reported, "customer was using fenestrated grasper during a bowel resection procedure. Tissue was sucked into the apex of our fenestrated grasper and when the grasper were opened/closed it caused damage to the bowel." The cause of this complaint was not conclusively determined. A potential manufacturing cause is loose application of the distal rivet which could cause an excessive gap between the mating surfaces of the jaws, resulting in tissue being "pinched" between the jaws during actuation. Other potential causes are rough or sharp jaw mating surfaces, i.e., a burr on the jaw surface. During the jaw riveting operation during manufacturer of the device, the manufacturing procedure states, "perform a visual check if the rivet is flush or below the outer tube surface, no flash or burr exist on the tube or rivet, jaws are tightly riveted and are not loose." After set up of the d-tip riveting machine, the first five (5) parts are inspected for this same criteria. The dfu, directions for use, does not specifically mitigate the issue in this complaint, but states, "do not use the detachtip shaft for the purposes of suction/irrigation or any other purpose for which is it not intended to be used. Injury to patient and/or user may result." The surgeon in this reported incident was grasping a bowel with a fenestrated duckbill grasper. This grasper is only 3/4 inches in length of usable jaw area, not an adequate length to properly manipulate bowel with. Also,the fenestrations on the jaw are rough and can be sharp. The bowel is a delicate structure that if grasped with an instrument not designed for bowel manipulation can, and most probably will, be injured resulting in bleeding areas. The detachatip babcock grasper has 1 and 1/16 inches of usable jaw length in the 5 mm shaft and 1 and 11/16 inches of usable jaw length in the 10 mm shaft design. This grasper is smooth on the interior of the jaws and was designed for the manipulation of the bowel structures. As a past surgical circulating registered nurse, I feel if the surgeon was concerned regarding damage to the bowel wall structures she would have utilized the proper instrument designed for manipulation of the bowel and other delicate tissue structures. The cause of this incident is most probably use related. The complaint investigation could not confirm or identify the specific failure mode or assignable cause without examination of the actual complaint device; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed. Device discarded by end-user.